Event description:
"On (B)(6) 2014 the (B)(6) at maquet (B)(6) reported that after replacement of the hmi board on the cardiohelp-I serial number (B)(4) for no touchscreen function, the touchscreen still did not function. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the touchpanel was replaced. (B)(4)."